Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was isolated to gel ingress in rear 2 therapy electrode creating a short between the gel fire and pulse circuits. The root cause for the gel ingress was unable to be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.